Event description:
It was reported that during inspection, an ht70 ventilator had a blank display when the device was turned on. There was no patient involvement at the time of the reported event. An investigation was performed on the ventilator and the reported condition was confirmed. To address the issue, the main control board was replaced. The unit was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications.